Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 47 mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose event. The customer was treated with glucose and food. Customer also stated that the reservoir lip ring had come off and the reservoir is able to lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.